Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k17067 and h10k03026 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was discharged on (B)(6) 2011. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse was not sure of the cause of the peritonitis. The nurse believed the peritonitis was not related to dianeal therapy. On (B)(6) 2011, further information was received by the nurse. The nurse reported the following. On (B)(6) 2011, the patient experienced dehydration due to fluid overload and was hospitalized the same day. The patient was given fluids then discharged (B)(6) 2011. The patient was recovering. Dianeal therapy was ongoing. The nurse believed the events were related to dianeal therapy.